Event description:
It was reported that when they did a new implant last friday, the first ins they tried had impedance problems. Over half the contacts were blank. They wiped off and reconnected lead and still impedance problems. Different contacts were showing up blank each time. There was no visible problem in connector. They tried different implantable neurostimulator (ins) and everything worked fine. The doctor completed the case and the patient was doing well. There were no other complaints.

Manufacturer narrative:
Concomitant products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3889-28, lot# va0j96z, implanted: (B)(6) 2014, product type lead; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).